Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The left and right side wheel locks were assembled incorrectly by the manufacturing plant.